Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was bale to verify the customer's reported issue. The service technician replaced the oxygen blender and unit passed all testing. The service technician scrapped oxygen blender.

Event description:
The customer reported model lap top ventilator is delivering lower oxygen than what is being set. When the fraction of inspired oxygen is set to 60%, the ventilator is delivering 41%. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.